Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l60026, implanted: (B)(6) 1999, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Following a pump replacement (refer to manufacturer report # 3004209178-2013-07277 for the replacement), the patient was sent for a myelogram. The patient however didn¿t want to go for a myelogram before he ¿sees if the pump is working properly because it¿s too dangerous and painful of a test¿. The patient asked what the problem was because right after the pump was put in; he had ¿some sort of reaction like withdrawal symptoms¿. The pump had been checked and it was working fine, no alarms or volume discrepancy so they decided he ¿maybe had a heart attack or something else¿ that caused the symptoms. Then, for the last 6 to 9 months it had become so painful the patient could hardly walk. It was noted the myelogram wouldn¿t determine if the catheter is blocked or kinked. The device system was used to deliver bupivacaine and morphine. Additional information later reported the patient had change in therapy effect, return of symptoms. An MRI was being done to verify if there was an occlusion in the catheter. Interventions or patient outcome were not reported. Further follow-up is being conducted to obtain the information. If additional information is received a follow-up report will be sent.